Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope entire screen was blacked out with no error message. The issue was found after the diagnostic bronchoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to a pinhole on the instrument channel tube, water tightness was lost. Due to damage on the channel tube, suction volume did not meet the standard value. Due to damage on the charged coupled device unit, a foggy image with a water mark occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. However, however, based on results of the investigation, it was confirmed that there is no problem with the existing documentation of ¿no image related¿ for the product broncho-endoscope, and it is equivalent to the risk level already assumed. Olympus will continue to monitor field performance for this device.